Event description:
One pt with discrepant creatinine results. Initial result 2.6 mg/dl, repeat 0.6 mg/dl. Initial result was not reported. The field svc rep determined air in the line was the cause and he rinsed and primed the line. Performance tests performed were within specs.